Manufacturer narrative:
The insulin pump passed the displacement test, self test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's spouse called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 170 mg/dl. The blood glucose reading at the time of the event was 450 mg/dl. Customer complained of high blood glucose and chest pain. Caller stated that customer was looking gray. Customer diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Manual prime correct, insulin exited the tubing. Nothing further reported.